Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly. The lead was stuck inside the connector port. Analysis of the lead (lot # j0235659v) found no significant anomaly. The proximal end of the lead conductor was broken due to overstress/damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3093-33, lot# va0m45l, implanted: (B)(6) 2015, product type: lead. Product ID: 3093-28, lot# j0235659v, implanted: (B)(6) 2003, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient.(B)(4).

Event description:
The manufacturer's representative reported that the patient was scheduled for a battery replacement. The new implantable neurostimulator (ins) was placed and impedances checked out of range. The ins was disconnected, the lead was wiped off then it was reconnected. Impedances were still out of range. The decision was made to place a new lead intraoperatively but they were unable to disconnect the old lead from the ins. The lead was noted to have high impedances. Troubleshooting was done to get the lead out of the ins. They were unable to get the lead out after several tries of tightening and loosening the screw. The ins was cut from the lead it was connected; a new lead was placed and a second ins was opened and connected. The issue was resolved at the time of report. The patient was indicated for urinary dysfunction/ sacral nerve stimulation. No further information was provided. If additional information is received, a follow up report will be sent.